Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no non-conformance recorded in the lot history which would be considered related to the reported event. (B)(4).